Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The external leak was visually observed at the venous header. Estimated blood loss was less than 50cc's. Pt had no ill effects. Sample was discarded by the user facility; sample is not available.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformance during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.